Manufacturer narrative:
Pelton & crane contacted the distributor on (B)(4) 2011, and requested the broken part be returned to pelton & crane for eval after the distributor repaired the light. During a follow-up call with the distributor, pelton & crane was informed by the distributor that they had accidentally disposed of the broken light arm assembly instead of returning it to pelton & crane as we had requested. The light in question was manufactured 10 years ago.

Event description:
A dental hygienist was positioning a lfii ellipse system mounted light for use when the light flex arm assembly broke causing the light head and adjacent flex arm to fall down towards the pt. The dental hygienist caught the light arm before it was able to hit the pt.